Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication board was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the communication board to resolve the issue. Based on this info, no further action is required.